Event description:
It was reported to vyaire medical that the 3100a ventilator 'stopped while on a patient'. There was no patient harm reported from this event.

Manufacturer narrative:
H10: a vyaire field service representative(fsr) evaluated the device onsite and ran the vent through patient circuit calibration,performance check and checked the voltages on the power supply. The reported issue was not duplicated. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.